Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd extension set is leaking from filter, dripping out of black hole. No reported adverse effects. The patient notices that the cassette 21-7302-24 with flow stop tends to form air bubbles again and again after air-free filling (presumption cassette leaks); on cassette own complaint is opened; the air bubble formation of the cassette and the leakage of the air filter may have something to do with each other.